Manufacturer narrative:
Date recorded by manufacturer: 16aug2019. Date of report: 20aug2019. The customer reported that the failed flow sensor was sent to a third party for failure analysis. The third party concluded that the sensor failed due to thermal cracking and degradation of electrical traces, metal spatter and laser contamination, dust or liquid contamination of die surfaces due to inadequate filtering/high contaminant oxygen and air sources and high temperature thermal aging and oxidation during in service use of silicon die chip. Multiple attempts were made requesting that the customer provide specific parts for the manufacturer to conduct their failure analysis; however, no parts have not been received. If additional information is provided or parts are received, the complaint will be reopened. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the flow sensor failed due to contamination issues. There was no patient involvement.